Event description:
It was reported that intermittently the programmer was shutting down prior to the expected time of continued pacing following battery removal. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that intermittently the programmer was shutting down prior to the expected time of continued pacing following battery removal. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator intermittently shut down during battery changes prior to the expected 15 seconds. Analysis did find the lower case and both bail covers were broken, the ring cover was contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent and the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.